Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the safety mechanism isn't activating during use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: safety mechanism didn't activate and hcp removed iagbc from the patient.

Manufacturer narrative:
H.6 investigation summary: bd received one non-retracted unit with no packaging. The catheter adapter was not received. In addition, four photographs were received which displayed similarities to that of the returned unit. Through the visual microscopic evaluation, the cannula has a minor bend to it however not enough to prevent needle retraction. The hub is unable to rotate, and the button is unable to be engaged. Further microscopic investigation revealed adhesive around the hub and button. It can be seen by observing the texture on top of the grip. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to excessive adhesive. A device history record review could not be performed as the lot number is unknown. H3 other text : see h.10.

Event description:
It was reported that the safety mechanism isn't activating during use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from japanese to english: safety mechanism didn't activate and hcp removed iagbc from the patient.